Event description:
This lead was returned without documentation from boston scientific. Per medtronic, this lead was explanted and replaced with their product during a device upgrade. There was no indication as to why this lead was replaced. The patients following physician on file did not have record as to the reason for the lead explant. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected approx. 41 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the fragment. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the explantation procedure. In summary, the lead was found dissected. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.